Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions, etcetera (etc.), resulting in humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, evis exera iii duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the light guide lens had foreign material in it. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. Upon receipt and inspection of the returned device, it was discovered that there was foreign material under the light guide lens. The following additional issues were noted: scratched switch box, wear of the angle wire causing knob play to be out of the standard value, peeling coating on the connecting tube, and corrosion around the left arm of the device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.